Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing a shocking sensation from the system controller was not confirmed; however, the reported issue with the system controller lcd screen was confirmed via analysis of the returned system controller. The reported event of damage to the system controller¿s housing was confirmed. Visual inspection of the returned system controller (serial number: (B)(6) revealed that small sections of the outer coating on the controller¿s housing had peeled away, exposing the underlying housing material. The system controller was connected to power and the system controller's screen was illuminated white with no information displayed on the lcd screen. The system controller was connected to a mock loop and appeared to operate as intended despite the lcd screen issue. The system controller was disassembled to inspect the internal components and no visual issues were observed. The system controller's screen was replaced with a known functional lcd screen and the issue resolved. The system controller underwent preliminary and functional testing with the operational screen. The system controller passed all applicable testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Current leakage testing was also performed at all points of the exposed housing, and all values were found to be within product specifications. The data in the downloaded and submitted log files did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low-speed limit without any issues while the driveline was connected. The root cause of the system controller's inability to relay information was determined to be lcd screen damage; however, the root cause of the reported user shock could not be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 09may2025. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate patient handbook, rev. A section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use, rev. D section 6 ¿ ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate 3 patient handbook rev. A section 2 ¿ ¿how your heart pump works¿, section 3 ¿ ¿powering the system¿, section 4 ¿ ¿living with the heartmate 3¿, and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. Heartmate 3 patient handbook, rev. A section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having static shocks while at home on (B)(6) 2025 around 5pm while vacuuming out equipment. A few hours later they noticed their controller screen with the light on, but no parameters were noted. They were able to run the self-test, but the screen stayed on with no access to their numbers. They did not notice any change in status. The patient was then asked to see their healthcare provider who checked and confirmed pump speed was still at 5800rpm. Log files were downloaded and submitted for analysis, and the patient's system controller was exchanged. Based on the log files, there were no unusual events recorded in the log file event history. The controller screen issue did not interfere with pump operation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.